Event description:
The patient was implanted with biventricular support. It was reported by the vad coordinator that the pvad rvad was exchanged due to tamponade and a clot found around the arterial cannula. There was no active bleeding visible. The pump was exchanged without issue.

Manufacturer narrative:
The pump exchange was performed as planned. The patient remains stable. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation has been completed. As a participant in the registry, thoratec was granted as of 2007, an exemption from the 30 day calendar reporting requirement in 21 cfr 803.50 for events related to medical devices eligible for inclusion in the intermac registry. Per this exemption, these events are due to the FDA on later than 90 calendar days from awareness date. The site who submitted this event is an active intermac member and the associated medical device is included in the registry.